Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir top on the insulin pump came off. The customer's blood glucose value was 96 mg/dl. Customer stated that the reservoir cannot lock in place anymore. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Pump received with broken reservoir tube lip and missing reservoir tube o-ring.